Event description:
Report rec'd of unrequested bolus deliveries. The pump was programmed to deliver meperidine 10mg/ml in the pca only mode. The customer could not recall the remaining settings. The nurse noted 190mg of meperidine had infused when the pt informed her that the pt did not require any further treatment with the meperidine. The nurse took the pt pendant away from the pt and wrapped the pendant around the pump until the physician could discontinue the pca infusion. At an unspecified time later, the nurse entered the pt's room to discontinue the pca infusion and noticed that the pump display indicated that 250mg had infused. The pump was immediately removed from clinical service. The pt did not experience any adverse pt effects and no medical intervention was requried. Though requested, no add'l info was available.